Event description:
N/a

Manufacturer narrative:
(B)(4). The reported device is an OEM device, therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro ii extension cable had some power problems. The case was finished a successful with no adverse events reported. They started testing the power supply and the cords. They noted that there was one of the three vh 4030 cords that was not working properly. No injuries case went as planned.